Event description:
The customer reported that the precision xtra meter had spontaneously changed the date and time. The customer also reported using the precision link software. This is a known malfunction of the software causing incorrect trending of the blood glucose results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for investigation. A follow up report will be filed once investigation results are available. Customers and retailers have been informed.